Event description:
Maude event report received from FDA indicates a 135 degree dhs plate-short barrel was implanted for a left subtrochanteric hip fracture. Pt presented post-operative with sudden onset of discomfort over the lateral hip and into the groin. X-rays showed a fracture of the dhs plate at the level of the bony fracture. Pt was admitted for removal of the plate and refixation of her proximal femur fracture using an im nail.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.